Event description:
Legal case - USA. Patient ID: (B)(6). Per a report from the legal department, the patient had an initial right knee replacement on (B)(6) 2013. On (B)(6) 2022, approximately 9 years and 4 months later, the patient had right knee revision (op report attached). Diagnosis during the revision was to asceptic loosening. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery attached. (B)(4), 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k093360. Concomitants: (B)(4) 02-010-01-0335 - logic femoral ps cem right sz 3.5. (B)(4) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(4) 1510-s - cemex system fast 70 gm. (B)(4) 200-02-35 - three peg patella 35mm. (B)(4) asa0030 - sterile disposable containers.

Manufacturer narrative:
Concomitants: (B)(4) 02-010-01-0335 - logic femoral ps cem right sz 3.5; (B)(4) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(4) 1510-s - cemex system fast 70 gm; (B)(4) 200-02-35 - three peg patella 35mm; (B)(4) asa0030 - sterile disposable containers. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
1038671-2024-05007 1038671-2024-05008 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, health effect- impact code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.